Event description:
During surgical procedure or table lowered rapidly. But not completely flat to the floor, onto dr's toes. Prior to procedure, surgical table was locked and secured. Dr will seek appropriate private rx for injury. MFR notified to repair table. Failure was verbally supported by the co service technician, to hosp operating room personnel, that the cause was a mechanical failure of a pin to engage. Service representative did not leave a copy of their service report. A request is being made to co by the hosp biomedical dept to obtain a copy of that report.